Event description:
It was reported to medtronic minimed that the customer experienced pump error 35, harm reported with no reported allegation of a device malfunction. The customer reported a blood glucose value of 327 mg/dl. The customer reported hyperglycemia treated with a manual injection/insulin pen. The customer reported that the cause of the event was unknown, as no troubleshooting was identified. The event involved products mmt-1880l, mmt-431aj, and mmt-342. The customer reported receiving a pump error. The customer reported high blood glucose. No further customer complications were reported. Mmt-1880l was requested and the customer response was the device would be returned. No product return is required for mmt-431aj. No product return is required for mmt-342.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracks in the case on the battery tube side one of which starts at the corner of the left belt clip rail and another which runs horizontally across about where the bottom of the battery compartment is located, missing display window cover. The pump was received without a battery cap. The pump was received with a critical pump error (open book image). Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests due to the critical pump error (open book image). Attempt to upload using thump was successful. The adapt tool confirms that a pump error 35 occurred on 08/05/24 @ 10:31:32. The case was cut open. After visual inspection, there is corrosion in/around the following: pcba1--j7, j6; force sensor flex cable terminal. In summary, the customer¿s report of a critical pump error 35 was confirmed during testing. The critical pump error (open book image) and the pump error 35 are due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.